Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as the patient had a cold and the flu and did not get their mask on in time before changing their connection. Treatment for peritonitis was not reported. The patient was not hospitalized for the event. The patient was recovering from the peritonitis. On an unreported date, dianeal therapies were discontinued. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a follow-up report will be submitted.